Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain, post lumbar laminectomy syndrome, and lumbar radiculopathy. It was reported that the patient was going through withdrawal and having bad back spasms. It was noted that the patient was supposed to see a new healthcare provider (hcp) to discuss taking the pump out two weeks ago but that the address was lost so she wasn't able to go. The caller stated that the patient was on low medication. It was reported that the patient heard two single tone alarms at about 8am today. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) indicated that the pump was working properly but that the patient did not want the pump anymore so a refill was not performed and the pump was removed. It was reported that the patient was given intramuscular dilaudid to resolve their withdrawal and spasms. No further complications have been reported as a result of this event.